Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: sierra 2.75x18mm. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience sierra device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous and heavily calcified lesion in the unspecified coronary artery. A 2.75 x 18 mm xience sierra stent delivery system (sds) was used; however, it met with a lot of resistance with an unspecified balance middleweight (bmw) guide wire during advancement and during removal. Therefore another 2.75 x 18 mm xience sierra sds was used with an unspecified guide wire to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.